Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 443 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised they had a bent cannula. Customer advised the quick release was loose and they were advised to change out their infusion set. Customer advised they would return their infusion set and a replacement infusion set would be sent out. The insulin pump would not be returned for analysis.